Event description:
Breathing problems at night; I have sleep apnea and asthma have been using philips CPAP machines since 2009 in 2019 got a new machine and after a some time started having severe headaches daily, nose bleeds, nausea and noticed I wasn't able to breathe as well with this machine, frequently waking up coughing. There was a problem with the humidifier and so I thought perhaps that was the issue. I was able to get the humidifier replaced but there wasn't much difference in fact I had to keep the humidity set low because it's difficult to breathe when it is set higher the last 7 months or so I've been waking up with headaches lasting throughout the day, nose bleeds, dizziness and stomach issues on and off . In (B)(6) 2020 I started having abdominal issues, in (B)(6) 2020 I had emergency gall bladder surgery. I used my personal CPAP in the hospital and the headaches, nasal, throat irritation, coughing during the night continued through the entire time including while I was in the hospital and continue till today. FDA safety report ID# (B)(4).